Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dizziness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer received new information that the device was returned to the third-party service center for evaluation. An internal visual inspection of the device was completed by the service center. The service center found evidence of dust and dirt from the device. The service center found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the service center. The service center found no error logged. The service center concludes there was evidence of dust and dirt from the device. The service center found no evidence of sound abatement foam degradation/breakdown. In this report, section d9, g3, h6 have been updated.